Event description:
Reporter alleged the customer tested with a result of hi (greater than 600 mg/dl) on the advantage system. Reporter stated that the customer took her normal 500 mg of metformin before becoming incoherent with slurred speech about 1 hour later. Reporter stated that she called the paramedics who took her to the hospital where a result of 60 mg/dl was obtained on their system about 2.5 hours after the original hi result. Reporter was given a glucose IV and kept a few days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.